Event description:
Patient reported cadd legacy 6400 sn (B)(4) alarmed while in use but patient was able to clear. Patient unable to articulate the issue therefore replacing pump for safety reasons. Patient did not have any adverse event due to the incident. Pump replaced. Dose or amount: na. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: i27.0.